Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of delamination of the stylet coating is confirmed, but the root cause could not be determined. One stylet and t-lock assembly was returned for evaluation. An initial visual observation of the returned stylet and t-lock assembly revealed saline use residues throughout the returned device. A kink was observed in the stylet just proximal to the rubber septum of the t-lock assembly. White residues were observed along the stylet. A microscopic observation of the returned stylet revealed the white, bunched residues along the stylet that appeared to be stylet coating material. Potential causes of failure may include manufacturing abnormalities, pulling the stylet at an angle through the rubber septum, or other unknown clinical factors. The cause of this failure is ultimately unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, the catheter stylet was defragmenting.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.